Event description:
The dome portion was detached from the catheter during the traction removal for replacement. The device had been placed for 365 days. Detached dome was removed from patient by an endoscope.